Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Secondary case was performed on 06/04/2017, for an unknown reason. An afx vela infrarenal was implanted. No additional event or patient information is available.

Event description:
Subsequent to the initial report, additional information was provided reporting that the primary case information is unknown, as it occurred at a different hospital than gates vascular institute. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the complaint of the secondary endovascular procedure. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest a type iiia endoleak with complete component separation and rupture occurred that were not included in the event as reported. The rupture was discovered on (B)(6), 2018 during review of the computerized tomography (CT) scan dated (B)(6) 2018. Also of note, bilateral non endologix iliac stents present and coiling mid aorta present on CT. The device remains in the patient and will not be returned for evaluation. Lot information was not received and a manufacturing review was unable to be performed. Based on the information provided a root cause could not be determined for the secondary procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.